Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced postoperative right-sided rupture. CT scan performed on (B)(6) 2020 indicated the rupture. In addition, the patient suffered shortness of breath. However, the root cause of the patient¿s symptom is unclear. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This report is for the left-sided prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).